Event description:
The customer reports that the swg (spring wire guide) was kinked prior to patient use.

Manufacturer narrative:
(B)(4). The customer returned an opened cs-24706-e set containing various components including a spring wire guide (swg) assembly for evaluation. The assembly did not show any evidence of use and was returned fully assembled with the cap secure to the straightener tube. Visual examination of the returned swg assembly revealed that it was returned fully assembled with the cap secure to the straightener tube. The guide wire was kinked in a single location towards to the distal end of the body. When the guide wire is fully retracted in the advancer, the kink is located in the portion of the guide wire that is exposed out of the advancer tube at the thumb guide. The location of the kink indicates damage resulting from the guide wire assembly being damaged during shipping/distribution of the product. Both welds were observed to be full and spherical. The kink in the guide wire was located 60 mm from the distal tip. The overall length and outer diameter of the returned guide wire were and were found to be within specification. Resistance was met while attempting to advance the kinked portion of the guide wire through the straightener tube. Manual tug test confirmed both the distal and proximal welds are intact. A device history record review was performed no relevant issues were identified. The report that the spring wire guide was found to be kinked prior to use was confirmed through visual examination of the returned sample. Visual examination revealed a single in the guide wire in the portion that is exposed when shipped in the advancer assembly. The damage observed is consistent with damage occurring during transit. A device history record review was performed on the packaging, assembly and manufacturing of the guide wire with no relevant findings identified. Based on the sample received, shipping and storage caused or contributed to this issue. Teleflex will continue to monitor and trend for complaints of this nature.

Manufacturer narrative:
(B)(4).

Event description:
The customer reports that the swg (spring wire guide) was kinked prior to patient use.